Event description:
After pipetting an hbsag plate on summit, it was observed that no sample was added to wells a11, a12 and b12. No error was generated. No death or serious injury was associated with this incident.